Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed the minute ventilation signal on the right ventricular channel. The oversensing led to approximately fifteen seconds of pacing inhibition for this pacemaker dependent patient. Boston scientific technical services discussed the oversensing episode and recommended programming optimization. The pacemaker was reprogrammed and remains in service at this time. No adverse patient effects were reported.